Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the needle fractured inside the body after inserting sensor. The sensor inserted into the hip of the customer. The customer stated that, the introducer needle was still in the body. The customer did not received any medical treatment as a result of the needle fracturing while in the body. The customer also stated that, the sensor had sensor glucose not available alert and change sensor alert also. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.